Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's battery was inoperable. It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken to replace the ipg and therapy was restored postoperatively.